Event description:
It was reported that the pump had an intermittent power button issue. Per reporter, there was a no patient involvement. Evaluation of the returned device identified a denting on the air detector. This leads inability to detect air in the tubing while in use.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). The service history review identified no indication that the complaint was related to a service of the device within the review period. The visual inspection showed the denting on the air detector. Functional testing was performed. As a result, the air detector was replaced. The device passed all functional testing after repair.